Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed self test. However, it was received with an intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.